Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), that the batteries on the cs300 intra-aortic balloon pump (iabp) unit were no longer charging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The field service engineer (fse) found the fuses were no longer working and after replacing them, the fse noticed that the fuses burned out again. Then, in order to solve the issue, the fse replaced the power supply and noticed the batteries were charging fine. The fse then performed a preventive maintenance and checked the different voltages. The fse performed functional check with patient simulator and iapb consumable, calibration of pressure sensors, leak test of safety disc and drive valves, bimba purge and volume calibration, functional test (fiber optics, valves, blood detection cell, screen, keyboard, printer), pneumatic performance test, battery test mains connection/satisfactory residual autonomy, operating tests with simulator (pressure signal, ECG signal), electrical safety test standard iec 60601 (earth resistance, leakage current and insulation resistance). The fse then stated that the unit complied with the recommendations and to the tolerance ranges defined by the manufacturer. The unit was then returned to the customer and cleared for clinical use.

Manufacturer narrative:
Testing of actual/suspected device (10): the getinge field service engineer (fse) who discovered the issue ordered a power supply. The fse returned to the facility and replaced the power supply and the batteries are charging correctly. The fse completed preventive maintenance and check the different voltages. Functional check with patient simulator and iapb consumable. Calibration of pressure sensors, leak test of the drive safety disc and valves, bimba purge and volume calibration, functional tests (optical fiber, valves, blood detection cell, screen, keyboard, printer), tire performance test, battery test, mains connection / satisfactory residual autonomy functional tests with simulator (pressure signal, ECG signal), electrical safety test iec 60601 standard (earth resistance, leakage current and insulation resistance). All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our evaluation.

Event description:
N/a.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), that the cs300 intra-aortic balloon pump (iabp) unit was no longer recharging. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined/4118: the getinge field service engineer (fse) noticed that the batteries were no longer recharging on the cs300 intra-aortic balloon pump (iabp) unit. It was found that the power supply fuses were blown. The fse replaced the fuses along with the power cable but still had the same problem, stating there was no short circuit with a cable inside. A supplemental report will be submitted upon completion of our investigation.